Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of stripped set screw was not confirmed in the laboratory. The set screw had been removed in the field and was not returned for analysis. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during implant the ventricular set screw was stripped. The device was not used.